Event description:
It was reported that when the epak was opened in the sterile field for implantation, the wrong product was in the package and did not match the package description. A wide dvr plate was packaged with a narrow dvr plate label. Another dvr plate was available to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. The reported event was confirmed. Further investigation has been initiated to address the reported issue. A supplier corrective action request has been initiated to address the reported issue.